Event description:
After delivering several shocks to a patient, the device displayed a "pacer disable", "defib disable" and "defib" fault 72" message and will no longer power up with battery power. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.